Event description:
Medtronic received a report that after the deployment was completed, the pipeline guide wire was broken. The pipeline was removed from the patient. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery aneurysm with a max diameter of 5mm and a 6mm neck diameter. The landing zone artery size measurements were 3.5mm distally and 3.8mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. As found condition: the proximal segment of the pushwire was returned inside of a sealed bio-hazard bag and a shipping box. The distal broken segment, the braid and catheter were not returned. ¿ damage location details: the pushwire appeared to be broken at the distal hypotube. The distal hypotube found to be stretched with the ptfe shrink tubing still intact. Bends were found at 20.0cm to 32.3cm from the proximal end of the pushwire. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: per the sem results: the fracture features (dimples) observed indicate a twisting/bending overload type failure mechanism. Conclusion: based on the analysis findings, the customer complaint was confirmed to have ¿pushwire separation¿ issue as the pushwire was separated at the distal hypotube. The broken end failed via twisting/bending overload. In addition, from the damages seen on the hypotube (stretching/separating) and pushwire (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the pushwire through the catheter against the resistance. However, the cause for resistance could not be determined. Possible cause of resistance includes lack of continuous flush with heparinized saline during procedure. Customer reported that vessel tortuosity was normal. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.